Event description:
It was reported that the radiofrequency programmer head originally returned as an associated device subsequently tested out of specification during manufacturer¿s analysis. There was no patient involvement.

Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: during analysis it was determined that the programmer head's cable was damaged and that the head was out of specification on uplink functional tests, and therefore the head's cable was replaced to resolve. It was further noted that the lens was cracked in the upper case and that the label was missing its laminate backing. The upper case and label were replaced to resolve. Product ID: 2067 radiofrequency programmer head; product ID: 229047, software analyzer. (B)(4).